Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI) #, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4).

Manufacturer narrative:
Reason of late reporting:reporting delayed due to a system-wide computer outage. All systems were down from november 10 through november 25, 2020. Inquiry sent to emdr@FDA.hhs.gov to seek an alternate method of reporting on november 11. Response was received from a consumer safety officer on november 12, directing to submit reports once the applicable system is recovered and explain why the reports are delayed in h10.manufacturing site: asahi intecc hanoi co., ltd. Lot g03, thang long industrial park, vong la commune, dong anh district, hanoi city, vietnamthe regalia xs 1.0 guide wire and its separated tip were returned for evaluation. The polymer jacket was torn at approximately 10mm from the fracture end and the exposed coil was found deformed in a hook. Close observation found that the polymer jacket was cut oblique by an unidentified hard object. Proximal to the cut end, the polymer jacket was stretched along with stretching of the underlying coil. The separated tip was approximately 10mm long and the ball tip was attached on its very distal end. The polymer jacket on the separated tip was found flipped inside out as helical grooves were traced on the surface.lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received.based on the obtained information and investigation outcome, it was presumed that observed damage on the polymer jacket had most likely contributed to the metal tip of the concomitant catheter. Due to tortuous anatomy, the metal tip might scrape the polymer jacketed surface of the guide wire. It was concluded that this event was not attributed to product quality.although there were no adverse patient effects, a possibility could not be ruled out that fragment(s) of the polymer jacket could be left in patient.

Event description:
It was reported that damage on the polymer jacket of an asahi regalia xs 1.0 guide wire was noticed during a ppi to treat a moderately calcified cto in the superficial femoral artery. The guide wire was replaced with a new regalia xs 2.0 guide wire; however, the polymer jacket of the second guide wire was also damaged. Both guide wires were used with an asahi metal-tip corsair armet catheter. The third guide wire was used to successfully complete the procedure. Blood flow was reestablished by stent deployment. There were no adverse patient effects associated with this event after the procedure.